Event description:
The customer reported via medwatch report: following a cardiac catheterization procedure in 2002, a vasoseal vhd kit size 4 was deployed. Following the procedure, the patient complained of abdominal pain and developed a drop in blood pressure. The patient was returned to the operating room for site repair with two units of blood. It appears that vasoseal hit the inguinal ligament and did not deploy.